Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the display and would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio observed that the internal hlc batteries were depleted and that the device could not power on. After a review of the electronic device download, it was observed that the on/off switch had been pressed repeatedly with the device lid shut. This caused the device to accumulate over 14 hours of on-time. This excessive on-time led to the depletion of the internal hlc batteries.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.